Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a shorted high-voltage diode, designator cr44, on the therapy pcb assembly. This high-voltage diode, designator cr44 being shorted, caused that the therapy pcb assembly would not charge defibrillation energy and would not deliver therapy.

Event description:
It was reported to a physio-control service representative that the customer's device did not charge energy during periodic maintenance. Therefore the device could not be used to deliver defibrillation therapy if required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.